Event description:
A complainant (patient) contacted baxter's technical service centre regarding assistance with therapy on the homechoice (hc) unit. The home patient stated a little bit of fluid came out of the top during the prime, and thus needed to reprime the pa line. This occurred during the connect yourself 1 step. The patient was not connected to the unit. The technical service representative (tsr) advised the patient to press stop and down arrow to reprime the pa line, and press enter. Tsr also had the patient check the pa line and ensure it was all the way down in the slot. The pa line was primed and all the air was out. The patient will start therapy when ready. There was patient involvement, with no associated patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint is for an overprome-leak out of patient line. The problem is not confirmed and the assignable cause is undetermined. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.